Event description:
This was a left sided lead extraction to remove 3 leads due to infection. All three leads were prepped with lead locking devices (lld). The ra (mdt 5076, impl 72 months) and rv (mdt 6947, impl 72 months) leads were extracted using a 14fr glidelight laser sheath. The 14fr gl was then used on the lv lead (mdt 4195, impl 72 months). The laser sheath was advanced into the coronary sinus, being used only as a mechanical tool. The starfix lead was mechanically extracted with the laser sheath. After all leads had been extracted, pressure slowly started to drop. Cardiac backup was called to the case. Tee was administered and initially showed no sign of injury. Pressure continued to drop. Blood was administered and initially pressure responded positively. Shortly after, it began to drop again. At this point the surgical team and perfusion stepped in to help. Tee was administered again. This time a posterior tear in the cs near the left atrial appendage was identified. A pericardial window was performed and compressions were administered, as patient's pressure bottomed out. Heart beat was recovered and sternotomy was performed. Cardiac surgery team located lesion. Due to the location at the back of the heart, achieving access was difficult and attempting only made the lesion larger. Patient expired during attempts to reach and repair lesion.